Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported via user medwatch (B)(4) that balloon detachment occurred, requiring additional intervention. The patient presented with a chronic total occlusion of the right coronary artery (rca). An unknown guidewire successfully crossed through a graft leading into the rca. A 2.50mm x 15mm nc emerge balloon catheter was placed over the wire and later broke off and became dislodged within the vessel. An unknown stent was then deployed in proximity to the balloon fragment to secure it in place. The procedure was completed with a different device. No patient complications were reported.